Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) touch panel is unresponsive. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.